Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited high impedance, high thresholds and dislodged. The lead was explanted and replaced.